Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was reportedly experiencing inaccurate cgm values, however, no specific cgm or bg meter comparison values were provided. No patient symptoms were reported. The patient went to the emergency room and was diagnosed with a uti and septic shock. At the emergency room (ER), the patient was admitted to the pcu and treated with unspecified "treatments for their bg levels" and ceftazidime. The patient was discharged after 11 days. The patient was ¿healthy and okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).